Manufacturer narrative:
Additional information provided in h.3, h.6 and h.10. A sample was not received at the manufacturing site for evaluation for the report of trocar leakage; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Investigations have been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the valved trocars leaked balanced salt solution. There was no patient impact.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The reporter informed that the product was replaced and the retinal procedure was completed.